Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). Vyaire filed service representative went onsite to run operational verification of the suspect device. The technician verified correct set up and calibration of the blender. The power supply, pressure transducer and ddi (dynamic displacement indicator)calibration are verified operational. Unit passed all testing required criteria and meets factory specifications.

Event description:
The customer reported to vyaire medical that the 3100a ventilator while on a patient the blender was not connected correctly the patient got 100% regardless of the blender being set on 21%. As of this time, there is no information about patient harm associated with this reported event.